Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 implantable tachy lead implanted: 2013-(B)(6); 407645 implantable pacing lead implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that an infection occurred and a question related to device sterility was received. The implantable cardioverter defibrillator (ICD) system was explanted and replaced with a competitor system. No further patient complications have been reported as a result of this event.